Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance, sensing variation and failure to capture. The lead was capped on (B)(6) 2024 successfully. The patient was stable and asymptomatic.